Event description:
The manufacturer received information from uno legal litigation in reference to a rep dreamstation auto CPAP with an allegation of dizziness, headache, nausea, vomiting, lung disease and other. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged that the device caused dizziness, headache, nausea, vomiting, lung disease and other. Medical intervention was not specified. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was one error code found. Box d: product brand name (rfb), model number (rfb), catalog item identifier (rfb), product UDI (rfb), remedial action init (rfb), recall (z) number (rfb) was updated in this report. Box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid was updated.